Event description:
It was reported that, an 840 ventilator generated a battery diagnostic alert message, with error code (current out of range) and the battery was not getting charged. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) evaluated the ventilator and verified the customer reported issue. The se installed a new battery and replaced the power cord to correct the issue. The unit passed all testing and operated within the manufacturing specifications.